Manufacturer narrative:
According to available information, this device remains implanted and in service. Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that at their home, the patient with this implantable cardioverter defibrillator (ICD) experienced ventricular fibrillation (vf) due to an ischemic event. An emergency team was summoned and upon arrival performed cardiopulmonary resuscitation and several external defibrillations. It was thought this device was not functioning appropriately. Two hours later, a review of the arrhythmia log book revealed two episodes of intermittent undersensing and a delayed shock therapy with termination. The ischemic event had resulted in further fibrillation episodes. This device delivered shock therapy until reaching the maximum shock, however the vf was not terminated and the device had exhausted therapy. It was determined the device was functioning appropriately during the ischemic episodes, however resulted in therapy exhaustion. A decision was made to place an additional pace/sense lead due to the sensing values between 3 and 4.5 v. A revision procedure was performed, a new pace/sense lead (flextend model 4097 sn (B)(4)) was implanted. Successful dft-testing was performed at 21 joules. No further adverse symptoms were reported. This device and right ventricular lead remain implanted and in service.